Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's hub dislodged multiple times resulted to patient being disconnected from the ventilator and desaturated. Tape was used to hold the hub and tube together but still disconnect often.